Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Product ID :7482a40, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 64002, product type: adapter. Analysis of the extension (s/n (B)(4)) found no significant anomaly. The body of the extension was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found the outer insulation of the extension body had a breached depression 5.5 cm from the proximal end. Analysis of the pocket adaptor found no anomaly.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a loss of efficacy and tremor control. The cause of the event was not determined. Impedances were measured and found to be within normal range on all contacts. A revision was done and the extension and pocket adaptor were removed. The revision resolved the issue. The patient was alive with no injury. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.